Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2001 - patient underwent repair of multiple recurrent incarcerated epigastric hernias, incisional hernia, and umbilical hernia with 2 composix kugel meshes. On (B)(6) 2001 - patient underwent drainage of postoperative wound infection. Initially the patient did well until developing pain/erythema, she was noted to have a seroma, well healed incision, and no evidence of cellulitis. Aspiration revealed gross pus. On (B)(6) 2002 - patient underwent excision of the 2 composix kugel meshes and placement of a non-bard mesh product.

Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there is to be an additional implant. This is an obese patient with a history of postoperative seroma formation, and (B)(6). Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided indicates that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. The second composix kugel mesh implanted on (B)(6) 2001, was reported to the FDA in accordance with (B)(4).